Event description:
Related manufacturer reference number: 2017865-2022-16819. It was reported that both the right atrial (ra) and right ventricular (rv) leads were exhibiting noise. Both leads had low pacing impedance values, high capture thresholds, and undersensing was seen on the ra lead. In addition, there were inappropriate antitachycardia pacing (atp) therapies on the rv lead due to oversensing of noise. An insulation anomaly was noted on both leads. The leads were extracted and replaced. There were no adverse health consequences; the patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise, low pacing lead impedance, high capture threshold, inappropriate antitachycardia pacing (atp) therapy, and insulation damage were not confirmed. As received, only the distal segment of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection and x-ray examination did not find any anomalies except for the damages found consistent with procedural damage.